Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution bag became disconnected. The caregiver stated that they had left the bags from a previous therapy connected to the homechoice. Somehow the bag with solution in it became disconnected resulting in solution leaking inside the device. The technical service representative advised the caregiver that they would have to use manual supplies until the device was replaced. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.